Manufacturer narrative:
Additional information related to insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer does not use the cgm function with 670g insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose level was 47 mg/dl and 90 mg/dl. The customer reported that they treated low blood glucose level with food and juice. The customer did not mention any symptom related to low blood glucose level. The insulin pump will not be returned for analysis.